Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced turbid effluent coincident with automated peritoneal dialysis therapy. The patient visited the emergency room for the event, but was not hospitalized for the event. The cause of the turbid effluent was not reported. Treatment for the event was not reported. Extraneal and physioneal therapies were ongoing. The patient was not recovered from the turbid effluent event. No additional information is available.